Event description:
It was reported that the pt had experienced a seizure with no additional symptoms one week post refill for the last three refills. The dates of refills and seizures were not reported. The caller indicated that the refills were uneventful except one when there was a concentration change of intrathecal baclofen from 2000 mcg/ml (lioresal) to 4000 mcg/ml (compounded) "with a correctly programmed bridge bolus". The caller did not clarify if the post refill seizures occurred while the pt was being treated with lioresal or if they began occurring following the first concentration change from 2000 to 4000 mcg/ml. The caller also reported, that the pt had a history of seizures. Additional info: the hcp reported that the pt recovered without sequela.

Manufacturer narrative:
.